Manufacturer narrative:
(B)(6). It is anticipated that the device will be returned for analysis, but the product has not yet been returned. A review of the manufacturing records concluded there were no issues that were considered potentially related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
During stent assisted coil embolization of the posterior communicating artery via femoral access, there was friction felt when the physician advanced the enterprise (enc452812, lot unk) through the prowler select plus microcatheter (606s255x/ 15995299). The physician had positioned a 6f guide catheter and the prowler select plus without difficulties. After the friction was felt, the microcatheter was replaced with another new microcatheter to complete the procedure with implantation of the same enterprise stent. It was reported that the devices were used as per the instructions for use (IFU), and a continuous flush had been maintained through the microcatheter. The microcatheter did not appear damaged. There was no report of patient injury or clinically significant delay in the procedure.

Manufacturer narrative:
Complaint conclusion: during stent assisted coil embolization of the posterior communicating artery via femoral access, there was friction felt when the physician advanced the enterprise (enc452812) through the prowler select plus microcatheter (606s255x/ 15995299). The physician had positioned a 6f guide catheter and the prowler select plus without difficulties. After the friction was felt, the microcatheter was replaced with another new microcatheter to complete the procedure with implantation of the same enterprise stent. It was reported that the devices were used as per the instructions for use (IFU), and a continuous flush had been maintained through the microcatheter. The microcatheter did not appear damaged. There was no report of patient injury or clinically significant delay in the procedure. A non-sterile prowler select plus 150/5cm microcatheter was received inside a pouch coiled in the dispenser inside of a plastic bag. No damages were noted on the hub. The microcatheter was inspected and no damages were found in the body of it. The microcatheter was inspected under microscope and no damages were noted on it. The ID from the microcatheter was measured and was found within specification. The functional test was performed. The microcatheter was flushed out using a lab sample syringe (nipro), and the water came out from the distal end of the device. A 0.018¿ guide wire cordis lab sample was introduced into the microcatheter, and it advance smoothly until the microcatheter¿s distal tip without any difficulty. The enterprise lab sample was introduced into the microcatheter, and it advance smoothly until the microcatheter distal tip without any difficulty, and it passed through the entire microcatheter. The review of lot 15995299 determined there were no issues noted that were considered potentially related to the reported complaint. The resistance was not confirmed during the functional analysis since the sample enterprise passed through the microcatheter without resistance. The cause of the failure experienced by customer could not be conclusively determined; however, neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Therefore, no corrective actions will be taken at this time.